Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedances. A representative stated that the clinic was aware of the problem as it had been ongoing for almost one year. Delivered shocks have verified that impedance was within range, however, daily measurements continue to show impedance in the 120 ohms range or >125 ohms. A non-invasive programmed stimulation (nips) confirmed a 1.1j shock was >125 ohms but the maximum energy shock was normal (38 ohms). Previously a 1.1j shock was normal and only a painless shock was >125. A chest x-ray could not rule out a lead fracture. Ts discussed that the data points more toward progression of a lead issue than a setscrew issue. Ts discussed that it was in the patient's best interest to open the pocket and replace the lead. The pocket was opened and it was discovered that the distal setscrew was loose. The setscrew was tightened and impedance measurements were normal. Should any additional information related to this event become available, this event will be updated. The device was later explanted due to normal battery depletion.